Event description:
It was reported that during a device change-out, the device attempted to deliver therapy but failed to convert patient during dft testing. The device continued to deliver subsequent therapies, all of which were lesser shocks than programmed. The patient was rescued with external defib. Device went into backup vvi mode. While in bvvi, the patient was having diaphragmatic stimulation. Lead anomaly suspected. System was replaced.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field complaint of device image in the laboratory. The device was tested on the bench and our automated testing equipment. Analysis found high voltage output circuit damage consistent with output anomaly. The cause of the output anomaly remains undetermined.